Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a female patient had impella 2.5 pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). Patient's age was not provided. It was reported that at the time of removal a large amount of thrombus was removed with a fogarty catheter. It was noted there were no signs of limb ischemia. No further information was provided.